Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that yesterday on their way home from work, they started getting pains going down their left leg that they were not able to use the brake on their car. The caller did not change their settings or turn the therapy off when they got home, and the pain resolved on its own. The patient reports that they also got a slight electrical shock on their left thumb yesterday. They have not had any falls or trauma to the area. The last time they saw the healthcare provider was over a month ago. Reviewed with the caller that they can talk to their healthcare provider about the issue.